Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported on november 27, 2016 they no longer felt stimulation even after making adjustments to stimulation and going to different ¿modules.¿ troubleshooting was performed and it confirmed the transmitter was on and stimulation was able to be increased, so it was recommended the consumer follow-up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.